Event description:
End user advised brakes are not working on walker. End user hung up could not provide any further information.

Manufacturer narrative:
Follow up to be sent if additional information is received